Manufacturer narrative:
INVESTIGATION INCLUDING ROOT CAUSE ANALYSIS IS IN PROGRESS. A SUPPLEMENTAL MDR WILL BE FILED AS NECESSARY IN ACCORDANCE WITH 21 CFR 803.56 WHEN ADDITIONAL REPORTABLE INFORMATION BECOMES AVAILABLE. THE MANUFACTURER INTERNAL REFERENCE NUMBER IS: (B)(4).

Event description:
A NON-HEALTHCARE PROFESSIONAL REPORTED THAT, DURING A TRABECULAR STENT IMPLANTATION PROCEDURE, THE DEVICE DID NOT DEPLOY AS INTENDED. ADDITIONALLY, THERE WAS DIFFICULTY RETRACTING THE STENT INTO THE INSERTER FOLLOWING THE FAILED PLACEMENT. THE STENT WAS REMOVED ON THE SAME DAY. ALTHOUGH THERE WAS PATIENT CONTACT, NO PATIENT IMPACT WAS REPORTED.

Manufacturer narrative:
Additional information was added in H.3., H.6. and H.11.One opened stent delivery system loose in a tray without tip protector in a box was received for the report of device did not deploy the way it should. The delivery system was visually inspected and was found to be nonconforming with the cannula bent. The microstent was visually inspected and was found to be nonconforming as surgical debris on the microstent. The delivery system was functionally tested and was found to be conforming as no resistance was felt when manually tested. A review of the Device History Record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the Device Master Record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for functional testing. The returned sample is visually non-conforming with the cannula bent. How and when the cannula became bent could not be determined. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (b)(4).